Event description:
Customer initially called to report the pump has an e-20 alarm and an e-01 message. Also stated the unit did not have an audible tone. Troubleshooting was performed. The audible tone could not be heard. Device was not dropped, dumped, or exposed to mosture.